Event description:
It was reported that during a lap anterior resection, the firing stopped on the way of the second firing on the rectum though the device functioned as intended at the first firing. The device did not clamp something hard. After the device was removed from the patient, it was found that the cartridge pan became out of alignment. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: on the second firing, was the cut line and staple line equal in length? No information. Were the staples formed in the proper b form shape? No information.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with an ecr60d cartridge reload present. The cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. Furthermore the cartridge reload was noted to have cartridge body, one piece sled and some drivers damaged. Additionally the alignment stop tabs were noted to be damaged. It is possible that the tabs were damaged due to an improper loading technique. Please note that to insert a new reload, slide it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Furthermore, the cartridge metal pan was noted to have scratches on the bottom. The scratches were straight and running parallel to the bottom with respect to the cartridge and parallel in respect to the device channel (metal lower jaw component that holds the cartridge in place). The damage to the cartridge and pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no cartridge pan separation was noted during visual and functional testing.

Event description:
It was reported that during a lap anterior resection, the firing stopped on the way of the second firing on the rectum though the device functioned as intended at the first firing. The device did not clamp something hard. After the device was removed from the patient, it was found that the cartridge pan became out of alignment. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: on the second firing, was the cut line and staple line equal in length? No information. Were the staples formed in the proper b form shape? No information.